Manufacturer narrative:
Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. (B)(4). The device history record was reviewed and no issues were found during manufacture that would contribute to the complaint. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported that the threads of the instrument are worn and damaged. There was no procedure or patient involvement reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device received; no conclusions could be drawn as the device is entering the complaint system. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation review was performed. The investigation of the complaint articles has shown that: the returned instrument was examined and the compliant condition of ¿threads deformed/mis-shapened¿ was able to be confirmed. No information was provided regarding the cause of the damage, so a definitive root cause was unable to be identified, however the failure mode is consistent with rough handling/cross-threading. The complaint is confirmed. Relevant drawings for the returned instrument was reviewed (324_023 rev b). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The threaded plate holder is a of the small fragment locking compression plate (lcp) system which indicated for fracture fixation in trauma procedures. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.